Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by a field clinical specialist, a patient had a 23mm sapien 3 valve implanted in the aortic position. Approximately 2 years and 4 months post tavr procedure, the patient experienced paravalvular leak. The patient then underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra inside of the original 23mm sapien 3 valve to eliminate the pvl. The valve in valve procedure was completed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b1, b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for post-implantation paravalvular leak and post-implantation increased gradients were confirmed based on medical report. A review of DHR, lot history, and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. As reported, "approximately 2 years and 4 months post tavr procedure, the patient experienced paravalvular leak. The patient then underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra inside of the original 23mm sapien 3 valve to eliminate the pvl." In addition, per medical record review, "av peak & mean gradients were 42 & 25 respectively and the patient was asymptomatic." Paravalvular leak- per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. In this case, mild pvl was observed immediately post-deployment, which had worsened over time. Furthermore, pvl was resolved by implanting a larger sized thv (26mm) within the original one (23mm). This suggests that the originally implanted thv could have been under-sized, which would prevent the pvl skirt from properly sealing against the annulus. As such, available information suggests that procedural factors (under-sized valve) may have contributed to the reported event. Increased gradients- in this case, if an under-sized valve was implanted, it could have resulted in patient prosthesis mismatch (ppm). Ppm refers to a situation in which the effective valve area after valve replacement is less than that of a normal human valve. A reduction in the effective valve area would cause the heart to work harder to eject blood into the aorta, resulting in elevated gradients. As such, available information suggests that procedural factors (under-sized valve, patient prosthesis mismatch) may have contributed to the reported event. No manufacturing non-conformances were identified during the evaluation. Available information suggests that procedural factors (under-sized valve, patient prosthesis mismatch) may have contributed to the reported event. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor pra is required.